Event description:
The gastrointestinal videoscope was returned to the service center with a report of angulation down. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, bending section cover has foreign objects, and a liquid drips from light guide bundle was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.